Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a duplicate address was detected on a cubie in auxiliary drawer 1. A field service engineer (fse) verified that legacy drawer 1 on the auxiliary cubies in row c was exhibiting duplicate address issues. Initial replacement of the cubies temporarily resolved the issue, but it reoccurred shortly after. The fse proceeded to replace the flat flex cable, row board tray, and row board cable; however, the issue persisted. Subsequently, the drawer board was replaced with an noi part along with the printed circuit board assembly (pcba) controller module board. Following replacement, the system was rebooted, and firmware updates were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, a duplicate address was detected on a cubie auxiliary drawer. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.